Event description:
In 5/91, rptr had oral surgery performed. Dr used a woven mesh. It was supposed to be bioabsorbable. Most oral surgeons use a different material which has FDA approval for that use. Rptr experienced 18 mos of severe pain that radiated from her jaw to the entire right side of her face. It wasn't until rptr had a chance encounter with an acquaintance that she discovered that the mesh had been used and that it did not have FDA approval for that use. According to MFR, it took over the product a few yrs ago from its sister co. According to its product liability person, the sister co was told to cease and desist in promoting the mesh for periodontal use because it did not have FDA approval. The product was then transferred to this co and mfg under a slightly different name. Six months ago, rptr had the bump on her jaw partially removed and a small foreign body was discovered. Two months ago, she had a second biopsy done and the tissue was found to be acanthosised and hyalinized, and what this all means is that the tissue was very disturbed by the presence of a foreign body. Rptr now has a third bump on her lower jaw and is expecting a third biopsy.